Manufacturer narrative:
MDR 2517506-2018-00143, MDR 2517506-2018-00144, MDR 2517506-2018-00145, MDR 2517506-2018-00147, MDR 2517506-2018-00154 were also filed for the same customer inquiry. The customer contacted siemens customer care center for the discordant elevated cardiac troponin I (tni) result on the dimension exl instrument. Quality control was within specification during testing. The cause for the discordant elevated tni result is unknown. Siemens is investigating the incident.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl instrument. The result was reported to the physician. The result was questioned when another sample was drawn from the same patient and a negative result was obtained by alternate non-siemens methodology. There are no reports of patient intervention or adverse health consequences due to the discordant elevated tni result or due to the CT coronary angiogram.

Manufacturer narrative:
Original MDR was filed 08-mar-2018. Mdrs 2517506-2018-00 00143, 2517506-2018- 00144, 2517506-2018- 00145, 2517506-2018- 00147 and 2517506-2018- 00154 were also filed for the same event. Additional information (16-apr-2018): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin dimension exl loci (tni) results. There was no indication of quality control being outside of laboratory ranges. A sample from the patient was returned to siemens and evaluated. The result with the dimension vista loci ctni reagent confirmed the original complaint of elevated loci tni result. The same sample gave a lower result with an alternate siemens non-loci methodology, advia centaur. The elevated dimension vista tni result remained elevated after treatment with a heterophile blocking agent indicating that the blocking agent did not block the interference. The sample was diluted and diluted linearly. The result of this testing did not confirm heterophilic interference. The root cause of patient specific interferent is unknown. No product non-conformance was identified during the investigation. The dimension vista tni instructions for use (IFU) states in the limitations of procedure: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. Section h6 has been updated to reflect the hsc conclusion. No further evaluation of the device is required.

Manufacturer narrative:
Original MDR 2517506-2018-00155 was filed 08-mar-2018. (Additional information 09-mar-2018) corrected country of complaint to (B)(6).